Event description:
A patient called regarding the meter allegedly prompting "ER 1" and "ER 4" messages. The patient was able to perform a blood glucose test on this same meter with a result of 161 mg/dl. Patient did not report experiencing any symptoms at the time of the event. The patient did attempt to test on another device yet the name/type of device, nor results, were reported. The patient did not seek medical attention or advice. It was reported that the patient had been cleaning the meter incorrectly. Information on treatment or medication was not provided. There was no evidence of an adverse event, based on the information provided. The customer care representative tried troubleshooting the meter yet the issue remained unresolved. The meter was replaced for the patient.